Manufacturer narrative:
After inspection of the returned device, the loss in expansion is attributed to an implant that was damaged following manipulation of the cage prior to implantation. The previously damaged implant likely resulted in the difficult attachment to the instrument as had been reported at the beginning of the case. When one of the critical components of the cage is damaged prior to implantation, the cage's ability to function properly is compromised and loss of expansion could occur. The IFU states all implants should be carefully examined for completeness and damage, prior to use.

Event description:
Expanding innovations was notified that a 2 level tlif procedure had used a 12x32 lordotic implant which exhibited an intra-op reduction in height after expansion. The scrub tech reported having difficulty assembling the cage/cannula/inserter system. The cage was inserted by the surgeon and expanded. Intra-op images taken during the procedure showed the reduction in expansion after initial expansion.